Event description:
It was reported that the programmer would not boot up or if it did it took five minutes and cycled through multiple reboots first. It was further reported that there was difficulty in getting the radiofrequency programmer head to communicate and it was requested that the connection port be checked for breaks. Follow-up verified that the head had been changed out and the situation persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of unable to boot, however it was able to confirm the comment of long boot and additionally, errors were found in the error log. The hard drive was reconfigured and the software reloaded. Analysis was able to confirm the customer comment of difficulty with interrogation and it was determined that the radiofrequency programmer head and electrocardiogram connectors were loose and therefore the link electronic module board was replaced and calibrated. Analysis also found that the keyboard connector was damaged, the tabs on the power cord door were broken and that the system fan was noisy. All were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).